Manufacturer narrative:
(B)(4)

Event description:
It was reported that during battery change out, r-wave variations were observed. Rv lead was capped due to no sensing. A new lead was implanted. Patient was stable.